Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that the surgeon switched the speed sleeve to static and drilled the distal hole and put a 30mm screw in through the protective sleeve. Upon getting final x-rays, the lateral view showed the screw had missed anterior to the nail. He removed the screw, tried to put the plus targeter back on. After unsuccessfully doing so, he decided to leave the distal screw out completely.

Manufacturer narrative:
Evaluation summary: as no lot-code was given the device history records for the target device could not be reviewed. Cases of distal misdrilling have been reported. In cases where the target device was returned for evaluation no distal misdrilling has been confirmed with target devices made of new material. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Thus, it was concluded that the event(s) were mainly based in the intra-operative procedure. Due to medical records not being provided and due to product not being returned, a real root cause could not be determined. The case will be closed formally and will be reviewed in case new information is made available.

Event description:
It was reported that the surgeon switched the speed sleeve to static and drilled the distal hole and put a 30mm screw in through the protective sleeve. Upon getting final x-rays, the lateral view showed the screw had missed anterior to the nail. He removed the screw, tried to put the plus targeter back on. After unsuccessfully doing so, he decided to leave the distal screw out completely.